Event description:
This lead was explanted and replaced due to elevated impedances, noise and intermittent oversensing. The physician suspects a lead fracture. Should additional information become available, this file will be updated.